Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement. No motor error alarms noted, the motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube and reservoir tube lip and minor scratches on lcd display window.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose was 134 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.